Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient had long charging times, difficulty connecting to the patient programmer, and burning at the pocket site. It was noted there were no known environmental, external, or patient factors that may have led or contributed to the issue. There was a system interrogation performed on (B)(6) 2020. It was noted that there was a battery replacement planned. No further complications were reported or anticipated.